Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during an anterior and posterior repair procedure using a capio slim device, the bullet needle broke off inside the patient and it remains inside the patient. There was no patient complications reported.